Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02719. It was reported to boston scientific corporation that two ultraflex non-covered tracheobronchial stent were used during a bronchoscopy with stent placement procedure. According to the complainant, during the procedure, the suture rings on both stents were very difficult to pull once 3/4 of the way through the stent deployment. The catheters also began to kink. The physician was able to pull the stents into the correct location with the use of forceps. The procedure was completed with both these devices. These were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.